Event description:
The patient reported that in 2009, at 1:30pm her blood glucose elevated to 334 mg/dl and she bolused 2 untis of insulin and walked for 45 minutes. At 2:30pm the patient's blood glucose measured 422 mg/dl and she injected 10 units of insulin via syringe and she felt very sick and had a headache. She also attempted to bolus 3 units of insulin through the infusion device and an e4 (occlusion) error was displayed. At 2:50pm her blood glucose measured 422 mg/dl and at 3:50pm her blood glucose measured 307 mg/dl. She changed the infusion set and bolused 2 units of insulin through the infusion device. The patient's daugther, who is a nurse, gave the patient a salt solution. At 5:00pm her blood glucose measured 232 mg/dl and by 8:45pm her blood glucose measured 106 mg/dl. Her normal blood glucose level is 120 mg/dl. No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.